Event description:
While using a byte night aligners, patient reported that they developed a crossbite/underbite. They would bite down the #10 lateral incisor would no longer sit in front of the #23 lateral incisor and #22 cuspid. It would hit the tops of the teeth not allowing them to fully close. Patient reported that they will be seeing their dentist.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.